Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient resumed therapy without connecting to the set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions stating that the patient must reconnect themselves and then start therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. This occurred during dwell two of three. The patient was connected at the time of the event. The patient had resumed therapy without connecting to the set up. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.